Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had repeated errors c-34 on the integrated electrosurgical unit (iesu/ erbe). The customer switched out the monopolar curved scissors instrument that was in use and restarted the iesu, still the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the error c-34 and suggested the customer to unplug the iesu and restart it again while doing a hard power cycle of the vision side cart (vsc). The issue was still not resolved. The tse advised the customer to swap out the iesu. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was placed on an in-house system and was run in normal mode. Error c-34 occurred during the testing. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.